Manufacturer narrative:
We are aware of other similar complaints reporting failure of the float mechanism in the mr290 humidification chamber causing overfilling. However, we are awaiting return of the device for fault confirmation. The occurrence rate of this type of complaint is approx 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
A hosp has reported that an mr290 autofeed humidification chamber had filled up without the dual floats working. We have not rec'd any report of injury to the pt.